Event description:
Boston scientific received information that the right atrial (ra) lead exhibited increased threshold and had perforated. The patient presented to the hospital with pleural pain. X-ray was performed and revealed pneumothorax and possible perforation of lead in ra. Subsequently, the patient was placed on antibiotics. Upon opening the right pericardial window, the physician found fixed screw and lead body through the ra. The ra lead was then explanted and replaced with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.